Event description:
A peritoneal dialysis (pd) patient reported that during drain 3 of 5 the cycler powered down and the display was blank. There was no a power outage or an outlet issue. The patient said the prongs on the plug were black. In a follow up, the patient verified the black prongs and said there was no harm, intervention or adverse event due to the black prongs. The patient was able to do manual treatments in the absence of a cycler. The patient waited for a new cord, but instead received a whole new cycler which had a new cord on it. The other cycler was returned as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 3 of 5 the cycler powered down and the display was blank. There was no a power outage or an outlet issue. The patient said the prongs on the plug were black. In a follow up, the patient verified the black prongs and said there was no harm, intervention or adverse event due to the black prongs. The patient was able to do manual treatments in the absence of a cycler. The patient waited for a new cord, but instead received a whole new cycler which had a new cord on it. The other cycler was returned as a sample product.